Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the (B)(6) bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "cable torn". Failure analysis found the primary finding of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have damaged insulation on the conductor wire. The electrical wires were exposed. A piece measuring approximately 0.016" x 0.046" was broken off and was not returned. Root cause of this failure is attributed to a component failure. Additional finding not reported by the site and not related to the primary finding: the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. The instrument was also found to have thermal damage on one yaw pulley located next to the damaged conductor wire. Root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. A review of the instrument log for the maryland bipolar forceps (part # 471172-16 /lot # n10200803-0210) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sl0195. The instrument has maximum 14 uses. There were 9 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The (B)(6) bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had damaged insulation on the conductor wire. The electrical wires were exposed with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section initial reporter name and address is not applicable. Field is not applicable because the product is not implantable. Information for the blank fields in section is not available. Fields PMA/510k, recall (if recall number is given) or correction/removal number (if given), and correction/removal number are not applicable.

Event description:
It was reported that during central processing, the (B)(6) bipolar forceps instrument cable was torn. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the customer to request additional information related to the event. However, no further details were available.